Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued low and urgent low glucose alerts after the patient announced a meal and then consumed a small snack (taki¿s), which was followed by hypoglycemia; the patient was advised to take fast-acting carbohydrates without announcing and to temporarily disconnect from the ilet until glucose returned to range, and education on meal announcements versus snacks was provided. Symptoms included hypoglycemia with a documented blood glucose of 53 mg/dl. Outcomes included resolution after about 20 minutes with oral glucose tablets and no medical intervention or hospitalization. Investigation included phone-based troubleshooting and user education regarding proper meal announcement practices. Investigation of this case revealed user error related to announcing a meal for a snack, leading to excess insulin delivery and resultant low glucose, with device alarms functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement and treatment of hypoglycemia.